Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. The rep was unable to replicate any issues. The rep performed multiple registrations as well as a check of the emitter, hard drive and instruments. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon was allegedly around 1cm inaccurate post anterior and posterior during the case. It took the surgeon multiple attempts to register with tracer, 3-point tracer, and point merge methods. The surgeon moved forward with a 3-point trace registration but felt inaccurate immediately after registration. The case was continued by accounting for the inaccuracy. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient archive could not be retrieved for review as it was no longer available. It had been deleted from the machine.